Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that during a generator change out the lead did not capture when tested in unipolar configuration through the programmer. The lead was capped and replaced. No patient complications have been reported as a result of this event.